Manufacturer narrative:
No product was returned for evaluation, no x-rays were provided and no response to requests for additional information were received. The review of device history records did not reveal any non conformances to specifications or deviations in procedures that might have contributed to the reported event. The investigation was completed with the information available. The root cause of this event cannot be conclusively determined with the available information, however the following root causes were determined as potential root cause of this type of issue: rc#4.1: the rod is not well approximated to the saddle of the screw as a result of incomplete rod reduction maneuvers. Rc#4.2 additional construct manipulation, (ex. Compression, distraction, in situ bending, reduction, etc) after final locking, can loosen previously tightened blockers. Rc#4.3 blocker cross threading rc#4.4 use of competitive cocrmo rods. Rc #4.5 non optimal contacts between the saddle of the screw and the rod due to the angulation of the screw, which lead to a non-optimal tightening of the blocker. Patient's symptoms prior to discovery were as follows: increased low back pain, progressively worsening. Audible grinding and squeaking noise that originated from low back area. The patient's fusion status at time of removal showed no signs of solid arthrodesis. The original surgery indications were as follows: lumbar 2-3-4 plif was performed. Facet incompetency and unstability at lumbar 2-3, 3-4. During revision the loosened screw(s) were replaced with a 8.5 diameter sequoia screw and the other screws removed and replaced. There were no patient surgical complications following revision. (B)(4) supplemental report two of two for the same event, reference 3003853072-2015-00018-2.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Supplemental report two of two for the same event, reference 3003853072-2015-00018-3.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of two for the same event, see also 3003853072-2015-00018.

Event description:
It is reported on (B)(6) 2015, the patient was seen in the clinic complaining of audible "creaking" noise in his low back. During the revision surgery (B)(6) 2015 it was identified that the blocker in right lumbar 4 was loosened and the rod moved freely under the blocker. The construct was reinforced with a crosslink and the contralateral lumbar 4 screw (right) was loosened. The screw was removed and an 8.5 screw had to be placed to obtain adequate purchase.

Manufacturer narrative:
No x-rays were provided, therefore no x-rays analysis could be performed. Review of device history records did not reveal any non conformances to specifications or deviations in procedures that might have contributed to the reported event. The following root causes were determined as potential root cause of this type of issue: the rod is not well approximated to the saddle of the screw as a result of incomplete rod reduction maneuvers. Additional construct manipulation, (ex. Compression, distraction, in situ bending, reduction, etc) after final locking, can loosen previously tightened blockers. Blocker cross threading. - use of competitive cocrmo rods. Non optimal contacts between the saddle of the screw and the rod due to the angulation of the screw, which lead to a non-optimal tightening of the blocker. The visual evaluation of the returned device does not permit confirmation of a specific hypothesis made above. Based on the information available the most likely underlying cause is unable to be determined.